Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted (B)(6) 2010. Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range.

Event description:
It was reported that one day after a routine device replacement procedure, the right atrial lead showed a low impedance of 0 ohms, which triggered an alert, and there was no capture. Noise was also noted on the electrogram (egm) and the lead was not sensing p waves. When the issues were re-checked, the lead was functioning normally, however when re-checked again still later that day, the issues returned. The lead was reprogrammed, and then capped and replaced. No patient complications have been reported as a result of this event.